Manufacturer narrative:
A device history record review (DHR) was conducted on lot #01h1100128. The DHR investigation did not show issues related to the complaint.

Event description:
The event is reported as: the product was found to contain size 7.5 et tube instead of size 8.0 as specified. No report of a pt injury or pt involvement.